Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis. While attempting to reposition the trunk-ipsilateral leg component, the device was pushed by the blood flow and fell out into the aneurysm. Attempt was made to push up the device but it was not successful due to the neck angulation, hence, the conformable aortic extender component (cuff) was deployed proximally. Because of the short length of the overlap, the physician attempted to place additional stent graft. In doing so, the gore® dryseal flex introducer sheath pushed the cuff device up. The cuff device migrated proximally and the left renal artery was unintentionally covered by the cuff device. No further treatment was performed because blood flow was observed on the angiography, and also the patient had hydronephrosis and poor renal artery function. The patient tolerated the procedure. The physician reported that the device was pushed up inadvertently.

Manufacturer narrative:
Device evaluated by MFR: "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.